Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient was trying to turn their stimulation back on and they saw the power on reset (por) message. There were no symptoms reported and no further complications reported/anticipated.